Manufacturer narrative:
Device 8 of 10. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
The end user's caregiver reported that skin was stripped with approximately ten dressings from unknown number of market units (mkus) and the lot number was unknown. Furthermore, it was mentioned that the end user's caregiver applied the dressing around cecostomy site on the abdomen. The end user stated that the product adhered more than usual and stripped her skin with removal of the dressing. The open areas were small and shallow with minimal bleeding that resolved with gauze and pressure. The skin healed without any additional prescription/treatment. No photo is available at this time.